Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had keypad replaced was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "came to lake park with no note." Additional notes provided by the facility¿s clinical engineering support services include: "this unit would not turn on, even when connected to ac power. I tried replacing the battery, but that did not fix the issue. If the unit was having an issue getting power then replacing the battery should have let the unit run for at least a short time, so the unit does not seem to have issues with its power supply.I tried replacing the keypad next, thinking that the power button was the thing that was broken, and that did fix the issue.I ran the unit through all of the pm tests found in the alaris system maintenance software, verified that the unit had the correct network configuration, and made sure that the unit had the current data set loaded with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿